Event description:
In the course of conversation with the healthcare professional (hcp) regarding a patient reaction, hcp reported that the same patient addressed in this complaint experienced an earlier flushing and anxiety incident while being treated on a ca-hp 210 in 2002. No further information is available at this time.